Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer's blood glucose level was 33 mg/dl. The customer was treated in emergency room. The patient was admitted to (B)(6) medical on (B)(6) 2015. The customer fall because of the low blood glucose. The patient was discharge. The patient was not in a vehicular accident. The patient is stable right now.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.